Event description:
The customer reported that they were unable to save or retrieve images and had a loss of data. There were no patient injury or death was report.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and all the software were installed during the service call. The system was tested and found to be working as intended and put back into service.